Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate erratic readings on the patient's one touch ultra meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. The patient mentioned that the on (B)(6) 2011, the patient had tested and obtained a 30 mmol/l. The patient took an increase of insulin and took 20 units. The patient took insulin on his own and not based on the physician's recommendation. Approximately 2 hours later, the patient felt sweaty and dizzy. The patient did not attempt to retest; however, treated himself with sugar and felt better right away. The patient was not tested on another device and did not seek any further medical attention. A normal reading for the patient is 9-10 mmol/l. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was done and the test strips failed using the control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high reading, he took an increase dosage of insulin on his own and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Information was not provided. 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (03/21/11)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter, returned test strips, and retain test strips have passed all testing with no faults found. A DHR (device history record) was completed for this meter and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.